Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. The reason was not provided. Another device was successfully implanted. No additional adverse patient effects were reported. Additional information was received and this device was explanted due to therapy upgrade.

Manufacturer narrative:
Additional information was received and this device was explanted due to therapy upgrade. There is no allegation against this product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. The reason was not provided. Another device was successfully implanted. No additional adverse patient effects were reported.